Event description:
It was reported that the user experienced a hypoglycemia event while using the ilet, with a documented blood glucose of 54 mg/dl and subsequent urgent low alerts as the glucose remained low before trending up following oral carbohydrate treatment with candy and a sports drink. Symptoms included hypoglycemia. Outcomes included recovery of glucose to 91 mg/dl after troubleshooting and education on appropriate treatment and avoidance of overtreatment. Investigation included customer consultation and troubleshooting with education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and suggested user overcorrection risk and standard device alert behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.